Manufacturer narrative:
The tech found the brake casters would not hold most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the brakes were not holding when engaged. The stretcher was located in 4d at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4)